Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed via review of the returned device and clinician review. Method & results: product evaluation and results: visual inspection of the returned device confirms that the device was fractured at junction of middle and distal third. The damage is consistent with fatigue accumulation in the stem ultimately ending in a fatigue fracture of the stem requiring revision. Clinician review: a review of the provided medical information by a clinical consultant indicated: no clinical or pmh, no mention of sex of patient, no operative reports, no dated serial x-rays, no examination of explanted components. Based upon the x-rays provided, the event description appears to be confirmed, but insufficient data is presented to create a medical report for this case. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient had recently presented with hip pain and x rays indicated a broken femoral hip prothesis. This was after having been treated for a hip fracture with a total hip arthroplasty with exter/trident hip system on (B)(6) 2015. It was further reported that the patient underwent a revision hip arthroplasty with restoration modular.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient had recently presented with hip pain and x rays indicated a broken femoral hip prothesis. This was after having been treated for a hip fracture with a total hip arthroplasty with exter/trident hip system in (B)(6) 2015. It was further reported that the patient underwent a revision hip arthroplasty with restoration modular.